Manufacturer narrative:
Literature citation: amundsen cl, komesu ym, chermansky c, gregory wt, myers dl, honeycutt ef, vasavada sp, nguyen jn, wilson ts, harvie hs, wallace d. Two-year outcomes of sacral neuromodulation versus onabotulinumtoxina for refractory urgency urinary incontinence: a randomized trial. European urology. 2018;74(1):66-73. Doi: 10.1016/j.eururo.2018.02.011. Please note this date is based off of the article¿s acceptance date as the specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Information references the main component of the system from the first event; other applicable components are: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Information references the main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku , UDI#: asku. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Literature abstract: the authors compared a large group of us women with severe urgency urinary incontinence (uui) who received sacral neuromodulation or onabotulinumtoxina (botox a) therapy during a 2-year period. It was found that both therapies had similar success in reducing uui symptoms, and adverse events were low. However, women in the botox a group had higher satisfaction and endorsement with their treatment, but with a higher chance of a urinary tract infection. The authors concluded that both therapies offer sustained reduction in daily incontinence over 2 years. Reported events: 1. 27 sacral neuromodulation (snm) patients experienced a urinary tract infection (uti) during months 1-6 after implant. 2. 21 snm patients experienced a uti during months 7-12 after implant. 3. 15 snm patients experienced a uti during months 13-24 after implant. 4. 16 snm patients were reported to have experienced recurrent utis during the 24 months of follow-up. It was noted the authors defined a recurrent uti as two symptomatic utis treated within 6 months or three utis treated within 1 year. 5. 4 snm patients underwent a device revision due decreased efficacy. 6. 3 snm patients underwent device removal due to infection. 7. 1 snm patient underwent device removal due to infection and was re-implanted after their surgical site infection resolved. 8. 4 snm patients underwent device removal due to decreased efficacy. 9. 2 snm patients underwent device removal due to pain. There were no further complications reported or anticipated.